Manufacturer narrative:
(B)(4): review of the black box and download history revealed power on resets recorded in the black box. On examination, the battery compartment was noted to be cracked at the threads. There was visible corrosion in the battery compartment. The battery cap that was returned with the pump for investigation had stripped threads and was not able to maintain an electrical connection. A new test battery cap was used for testing, which was able to be properly attached to the pump. The pump was exercised for 24 hours with the test battery cap in place with no interruption in power. A leak test was performed and revealed a leak in the battery compartment. The pump cover was removed for investigation and did not reveal any moisture inside the pump.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump was losing power. The patient confirmed that the battery cap is secure and has been changed per the user guide. There was no reported damage to the battery cap or battery compartment. The pump was reportedly losing power at times after emitting a "replace battery" alarm, and sometimes was just shutting off without emitting an alarm first. This complaint is being reported because the pump was allegedly losing power without emitting appropriate alarms and the issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.